Event description:
The clinician reported that one month after the dental implant was placed, in ada site #4 of the patient¿s mouth non osseointegration was observed. Patient presented bone type IV as well as infection, mobility, abcess, swelling and bleeding. The clinician reports poor bone integration and fixture. Biomechanical overload was also involved in this event. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #4 of the patient¿s mouth non osseointegration was observed. Patient presented bone type IV as well as infection, mobility, abcess, swelling and bleeding. The clinician reports poor bone iintegration and fixture. Biomechanical overload was also involved in this event. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.